Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure a perforation with uncontrolled bleeding occurred. The patient underwent open heart surgery to repair the perforation. Following open heart surgery, the patient went into recovery and rehabilitation. No further patient complications were reported.